Manufacturer narrative:
Initial reporter address : (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient's condition was good post procedure.